Manufacturer narrative:
The driver in "as received" condition passed all test sections and pressure performance metrics associated with normotensive and hypertensive settings. During investigation testing, the driver performed as intended with no evidence of a device malfunction and is reported under MFR. 3003761017-2017-00201 (freedom driver s/n (B)(4)). The initial alarm reported by the customer was likely that of a low battery alarm symptomatic of the onboard batteries being found electrically and physically damaged (during investigation testing) but prior to losing electrical charge permanently. The onboard batteries in use during the time of the customer experience were found to have housing weld separations and electrical damage that could lead to intermittent connections with driver. The state of these batteries would cause the driver to alarm when inserted. The cause of the second alarm (fault) reported by the customer could not be conclusively determined; however, it is likely related to the damage observed on the onboard batteries. These batteries are reported under MFR. 3003761017-2018-00397 (freedom onboard battery s/n (B)(4)) and MFR. 3003761017-2018-00398 (freedom onboard battery s/n (B)(4)). This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a low battery alarm while supporting a patient. The customer also reported that the freedom driver was plugged into the car accessory power and the green light on the car charger and the power adaptor were reported to be both showing a green led indication at the time of the alarm. The customer also reported that during the onboard battery exchange the freedom driver exhibited a fault alarm. The customer also reported that the patient started feeling dizzy and that the patient was subsequently switched to the backup freedom driver. The patient reported she immediately felt better on the new driver.